Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the maryland bipolar forceps instrument had a broken conductor wire. The procedure was completed as planned and with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm maryland bipolar forceps instrument was inspected prior to use. The damage on instrument was observed while it was outside of the patient's body. The cable was seen to be broken into half. There was a loss of cauterization due to broken cable. There were no signs of thermal damage or arcing. The reported instrument did not collide with any other instrument or tool during procedure. The procedure was completed using a back-up instrument. No fragment(s) fell inside of the patient's body. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient information was not provided. The failure analysis investigations and in-house testing of the returned product revealed that instrument had a broken grip cable. The probable root cause is attributed to damage to the cable through external collisions, during use, or during reprocessing.